Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2024, that on 08/08/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient was hurting a little with burning sensation underneath the sensor pod area only which occurred the day the sensor had been inserted in the arm. The patient visited a dermatologist because of the skin reaction in the right arm. The patient was prescribed cephalexin - antibiotic for 7 days and an unspecified ointment was given. At the time of the report, the patient was still experiencing skin irritation. An attached photo shows an area of erythema, edema, and exudate which confirmed the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.